Manufacturer narrative:
Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were completed successfully without issue. Also the image of the ablation check shows a valid and good test. During the reported treatment no abnormalities can be identified and the treatment was finished with good suction values and no long suction time. According to user manual the user used energy settings which are within the defined recommended arrangement of pulse energy. The user performed energy checks in the required time range so all treatments were performed in this range to the last energy check. No technical problem with the system can be identified by reviewing the logfiles. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient with diffuse lamellar keratitis one day following lasik treatment. A flap lift and rinse was performed and topical steroid, antibiotic and a non steroidal anti-inflammatory was applied to the stromal bed. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.